Event description:
A surgeon reported that a pt was experiencing diplopia and halos six days following intraocular lens (iol) implant surgery. Seven weeks post implant, the pt had a lasik procedure. At the one week postoperative lasik visit, the surgeon reported the pt was happy with the result. Four months later, the pt reported experiencing diplopia again. Add'l info has been requested. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There were no other complaints reported in the lot. Add'l info has been requested. (B)(4).